Event description:
It was reported that a physician implanted an x-stop device into a pt at level l4-l5 to "relieve pain and a pinched nerve." About twelve hrs post-op, the pt took one narcotic pain reliever. One day post-op, the pt was walking without pain; one week post-op, the pt began feeling pain that increased daily to the pre-op symptomatology. The pt was bruised approximately 10" wide over the lower back below the x-stop incision. Post operatively, the pt avoided heavy lifting, twisting and bending backward. No additional info was reported.

Manufacturer narrative:
Device not returned, f/u conversation with company rep.